Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. What was the tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Can you explain ¿suture was not absorb well¿ after 15 days? What was the indication for ¿nurse cut off the suture¿? Was the suture trimmed off or removed? Can you explain ¿treat wound in normal process¿? Will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent a delivery on (B)(6) 2018 and suture was used. On (B)(6) 2018, the patient returned to the hospital and complained of pain. After check, the nurse cut off the suture and treated the patient¿s wound in normal process accordingly. It was reported that the nurse claimed the suture was not absorbed well. Additional information was requested.